Event description:
The customer reported that the instrument would no longer open after a seal cycle. Tissue on either side of the jaw was resected in order to remove the device. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.